Event description:
Hosptial reported a total hip arthroplasty revision due to "recurrent hip dislocation with left hip instability." No related device malfunction associated with the revision was reported.